Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient could not get out of bed to go to the bathroom. The patient used to do exercise and now she could not. The stimulator does not work and it was making her immobile. They could not get comfortable or do anything. The patient wanted the stimulator taken out. They had a bladder infection and they were being given antibiotics. The patient was awaiting a culture. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, history of utis, whether the uti was confirmed, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.